Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported shorter battery life than expected which could result in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 04 may 2022. The FDA recall numbers are z-1285-2022 and z-1286-2022. Customers were sent a letter explaining the issue and requesting the customer to perform the battery performance test. The battery was replaced to resolve the issue.